Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green image, charged coupled device (r-unit) is broken, fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the charged coupled device (r-unit) was broken causing green and purple image. The most probable cause of damaged fiber bonding in outer tube area of distal end and broken charged coupled device (r-unit) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified at the time of an unspecified procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had purple image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h2; h7; h9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.